Manufacturer narrative:
The valve was returned crimped on the proximal end of the inflation balloon. No photographs, video or imagery was provided by the complaint site. Per visual inspection of the crimped valve, exposed struts were seen through valve skirt. No other abnormalities observed. Per visual inspection of the deployed valve, the profile was slightly uneven and the leaflets were dried and wrinkled. Due to the condition of the returned device (uneven profile), dimensional analysis could not be conducted. During functional testing the returned valve was able to be aligned and deployed using the returned delivery system. A device history records (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint. A lot history review did not reveal any other related complaints for the related work order. A review of the complaint history from july 2018 to june 2019 revealed other returned complaints for sapien 3 valve for crimping difficulties, but no other similar complaint for deployment difficulty. No manufacturing non-conformities that would have contributed to the reported events were identified during the evaluation of the similar complaints. Available information suggested that procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the june 2019 control limit for the trend category. During manufacturing, the valve and leaflets underwent multiple 100% inspections. Additionally, the commander delivery system components undergoes multiple 100% during manufacturing and the lot undergoes product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The commander delivery system with s3 IFU, device preparation training manual, and procedural training manual were reviewed for instructions relating to the complaint event. Based on the review of the IFU and training manual, no deficiencies were identified. Additionally, the work order underwent product verification testing as a requirement for lot release. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The deployment difficulty complaint was unable to be confirmed as no abnormalities were seen during functional testing. The crimping difficulty complaint was confirmed based on visual observations; however, no manufacturing non-conformances were able to be identified. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve was not crimped properly and therefore could not be removed from the balloon.¿ per the IFU/device preparation manual, it is possible procedural factors (crimping technique and crimp position) may have contributed to the reported event. As stated in the training materials, when crimping the valve, ¿center balloon shaft coaxially with correctly oriented thv on the valve crimp section indicator of the delivery system and 2-3 mm distal from the blue balloon shaft¿. If the valve is not positioned parallel to the edge of the qualcrimp during crimping, the valve is not crimped on the valve crimp section, or the delivery system is not centered coaxially within the valve during crimping, may have caused the valve to be slightly uneven. Additionally, the device was returned with the crimped valve partially on the inflation balloon and was not aligned between the markers for proper deployment. Although there were no withdrawal difficulties reported, if the valve was correctly aligned, any sort of movement of the valve during retrieval would have been then positioned it further distal on the balloon. This indicates that the valve was likely not crimped in the correct location on the delivery system and was not aligned properly prior to attempting valve deployment. Without proper valve alignment, it is likely that difficulty deploying the valve would have been experienced. As such, available information suggests that procedural factors (crimping technique/ improper valve alignment) may have contributed to the complaint events. However, there is not enough information to determine the exact root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Since no product non-conformance was identified, and the reported failure mode did not exceed the complaint trending control limit, a product risk assessment (pra) escalation is not required. No labeling or IFU inadequacies have been identified and the occurrence rate does not exceed control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. No photographs, video or imagery was provided by the complaint site. A device history records (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The occurrence rate did not exceed the (B)(6) 2019 control limits for applicable trend categories. Commander delivery system with s3 IFU, ce, device preparation training manual, and procedural training manual were reviewed for instructions relating to the complaint event. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the valve and leaflets underwent multiple 100% inspections. 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling occurred prior to final packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaints were unable to be confirmed as no imagery from the complaint site was provided. A review of the DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve was not crimped properly and therefore could not be removed from the balloon.¿ per the IFU/device preparation manual, it is possible procedural factors (crimping technique and crimp position) may have contributed to the reported event. As stated in the training materials, when crimping the valve, ¿center balloon shaft coaxially with correctly oriented thv on the valve crimp section indicator of the delivery system and 2-3 mm distal from the blue balloon shaft¿. If the valve is not positioned parallel to the edge of the qualcrimp during crimping, the valve is not crimped on the valve crimp section, or the delivery system is not centered coaxially within the valve during crimping, the valve may be crimped unevenly and/or the struts on the frame may be distorted. These distorted struts may result in damage to the crimp/inflation balloon and prevent proper valve deployment. However, there is not enough information to determine a root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformance or IFU/training deficiencies were identified, corrective/preventative action is not required. Since no product non-conformance was identified, and the reported failure mode did not exceed the complaint trending control limit, a product risk assessment (pra) escalation is not required. A definitive root cause was unable to be determined at this time. No labeling or IFU inadequacies have been identified and the occurrence rate does not exceed control limits for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing. Note: if the delivery system leaks during prep, this will be detected and the device can be exchanged. However, if this is not detected during prep and/or if the delivery balloon leaks during valve deployment, there is potential for an incompletely deployed valve. This can result in paravalvular leak or embolization of the valve, requiring significant intervention. In this case, per additional information during deployment "the valve was unable to be released from the balloon". The devices were removed without any complication. However, the person who provided this information was not present during the tavr procedure and it was not possible to clarify the event as nobody present during the implant remembered the case. It appears that there may be a delivery system leakage (model number 9600lds26). Based on the limited information available, a conservative assessment on the reportability of this event has been reached. The event is consider FDA reportable at this time.

Event description:
As reported by our affiliates in (B)(6), the commander with 23mm sapien 3 crimped valve was inserted into the patient. During valve deployment, it was seen in angio that the valve was unable to be released from the balloon. Therefore the whole system was removed without any complication, and a new system was prepared. With the new system the valve was successfully implanted.  Additional information is not available at this time.